Event description:
Tech found a complete loss of functions on the bed. Replaced control box. CPR release cable broken - new cable required. Fitted and tested all ok.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh, inc on behalf of the MFR arjohuntleigh (B)(4). The eval of the device to date has been carried out by a rep of the MFR's sales and service unit subsidiary division, not a direct employee of the MFR. Add'l info will be provided following the conclusion of the MFR's investigation.